Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address loosening of the cup, which had also moved from its original position. Osteolysis was also reported, and the patient had elevated chromium levels, as well as metal debris in soft tissues.